Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, distal right coronary artery. The physician predilated the lesion several times, then advanced the 2.50x12mm promus element stent delivery system (sds). However, the sds was not able to cross the lesion. The device was successfully removed and it was noted that distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).